Event description:
It was reported that the patient saw a manufacturer's representative a year ago "battery was right at that point were it's good but not giving you what your supposed to be getting." "The reading was done and the battery was not as high " "the surgery part wasn't good cause he had to do a relocation of the leads" it was noted that the patient had many back surgeries.

Manufacturer narrative:
Concomitant products: product ID 399930, lot # j0537746v, implanted: (B)(6) 2006, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7439, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).